Event description:
It was reported that during an un-specified procedure, the supra core guide wire appeared to have a burr on the end. The guide wire could not pass through the support catheter. It was noted that the weld appeared large. There were no adverse patient effects. No additional information was provided. The supra core guide wire was returned stuck inside the support catheter, indicating that there was difficulty removing the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the supra core guide wire was returned frozen in a non-abbott support catheter. The support catheter shaft was bunched. Once the guide wire was removed, the reported large weld was not confirmed and a conclusive cause for the resistance could not be determined. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.